Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. An rv lead was also present in the patient, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, advancement was made to the distal coil of the lead; however, the lead would not free and began to stretch. Lasing continued, the lead released and was extracted. At that time, the patient¿s blood pressure dropped, and a small pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, blood perfusion, and pericardiocentesis. The patient was deemed stable and transferred to ICU for observation with a drain in place. The patient survived the procedure. This report captures the lld ez device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.